Event description:
It was reported that (1) mcm30 was used during a prostate procedure. It was reported by the affiliate that the clips would not deliver. A new device was opened to complete the case. There was no consquence to pt.